Event description:
It was reported that, "the inserter would not fully engage onto the implant. The surgeon was still able to insert the stem without adverse consequences. Bipolar surgery."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.